Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the distal circumflex artery with heavy tortuosity and heavy calcification. Pre-dilatation was performed and the 3.0 x 23 mm xience prime stent delivery system (sds) was advanced. The stent was implanted; however, a distal edge dissection was observed, and treated with an additional xience prime stent. The patient outcome was satisfactory. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.